Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. The root cause is attributed to user error by not following instructions and completing the surgery without the liner fully seating the shell. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Catalog number: 00885101132 lot number: 64847471 brand name: acetabular liner. Multiple reports were submitted along with this report: 0001822565-2021-02308 and 0001822565-2021-02309. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that during an initial hip arthroplasty, the liner would not seat into the cup. The surgery was completed without the liner completely inserted. No additional patient consequences were reported and additional information on the reported event is unavailable.